Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented to the clinic for routine follow up and reported feeling dizzy. Upon interrogation, loss of capture (loc) was seen on the right ventricular (rv) lead in unipolar and bipolar configurations along with a decrease in rv lead sensing . The pacing impedance had also decreased from 1198 to 599 ohms. A revision procedure was performed that same afternoon. When the lead was reviewed under fluoroscopy no sign of a perforation was seen and the lead appeared to be in the same position. A possible micro-dislodgement was suspected. The physician attempted to reposition the lead multiple times and he was unable to get a good current of injury. On the last attempt the helix on the rv lead would no longer extend. The lead was explanted and replaced. No additional adverse patient effects were reported.